Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported the patient recently relocated to a different state and the patient¿s medicine ran out on (B)(6) 2014. The patient went through ¿heavy¿ withdrawal and was still going through some withdrawal. The patient needed an hcp that could remove the pump and probably put the patient on oral medicine instead. The patient was dissatisfied with their hcp service and was seeking a new hcp. The patient was at the ¿hospital¿ and was not informed that there were doctors there who worked with pumps. The patient admitted in their psych unit and they treated the patient for a ¿little bit for detoxification¿ because the patient was going through bad withdrawals. The pain management team came down and they did not inform the patient. Per the patient the neurosurgeon never came down to see the patient and they were supposed to see the patient. The patient sated ¿I just had a terrible time in hospital.¿ the patient was discharged on the (B)(6) 2014.¿ the pump had been used to deliver dilaudid and morphine. Additional information has been requested, but had not been received as of the date of this report.